Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Medical records have not been provided to date. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. It is alleged the patient experienced infection, pain, adhesions and ring break. In regards to infection the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ adhesions is listed as a known possible adverse reaction in the instructions-for-use. Since no device was returned for evaluation, the cause for the alleged ring break can not be determined or confirmed. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient had an incisional hernia repaired with a composix kugel hernia patch the repair the defect. On (B)(6) 2012 - after years of ab pain, discomfort, and infections following the implantation of the composix kugel hernia mesh the patient was scheduled to undergo laparoscopic surgery to remove the mesh, however following the initial diagnostic laparoscopy, the md determined that due to significant intraabdominal adhesions, and the bowel being very adherent to the mesh, an open procedure would be required. Removal of the mesh required significant dissection as well as repair to the bowel caused by the mesh adhesion. Following removal, the surgeons examined the mesh and indicated that one area of the ring was sharp to the touch. Subsequent analysis and evaluation identified that the ring had allegedly fractured and that the break was a contributing cause of the injuries suffered by the patient. The surgeon also confirmed the patient's bard ck patch was buckled and misshapen. It is alleged the patient has experienced significant physical pain and suffering, she has sustained permanent injury, undergone medical treatment and corrective surgery and hospitalization.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent for clarification. As originally reported there was a subsequent analysis and evaluation that had identified that the ring had allegedly fractured. To clarify there was no actual analysis of mesh. Only an affidavit signed by the physician was provided where it was indicated that the ring of the mesh was fractured. Without having an actual sample for evaluation the report of a fractured ring can not be confirmed and a possible cause for the fracture can not be determined at this time. The medical records and affidavit do not support the previous allegation that the mesh was re-examined post explant. With the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - the patient underwent repair of a hernia using implant of a bard composix kugel hernia patch. No operative details have been provided. On (B)(6) 2012 - the patient was diagnosed with abdominal pain in the left upper quadrant, significant abdominal adhesions with evidence of small bowel severely adherent to intra-abdominal mesh implants. A note at the close of the procedure from the surgeon states: "I inspected this I did feel an area which was sharp to touch overall the ring appeared to be intact except for this one area." An affidavit from the surgeon signed on 10/16/2014 stated the mesh ring was fractured and this break was a contributing cause of the injuries suffered by the patient as well as indicating the mesh was deformed in some way.

Manufacturer narrative:
This supplemental emdr is being submitted to send the correct information for section d6 which originally showed the date of implantation as (B)(6) 2005, however the correct date is (B)(6) 2005. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.